Event description:
It was reported that during an anterior cruciate ligament surgery the suture could not be pulled through the capturer. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation, it was noted not problems on the assembly. The needle was no longer attached to the device and suture threader wire is broken. Functional testing it was not performed due to the damage of the suture threader. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.